Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately switched to backup (bvvi) mode. The patient was asymptomatic. The ICD was reprogrammed successfully, and the patient was stable post changes.